Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms. No noise was observed. Patient isometrics and pocket manipulations were performed, and the high impedance measurements were unable to be recreated. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).